Event description:
During a colonoscopy procedure, the physician used a cook instinct endoscopic hemoclip. The clip was closed onto a visible vessel. The clip would not release from the clip deployment device. The gi technician applied additional pressure to the handle and the drive wire disconnected from the handle assembly. The clip was unable to be reopened for removal from the tissue site. The closed clip was removed from the tissue site while in the closed position [pulled away from tissue]. Additional cook instinct endoscopic hemoclips were applied. The additional clips were used as a result of the clips being pulled off of the site and the procedure was finished. A section of the device did not remain inside the patient's body. Other than applying additional clips during the same colonoscopy, the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Our laboratory evaluation of the product said to be involved found that the drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicating proper torque of the securing screw. Additionally, the handle spool was disassembled to verify the condition of the securing component tip. The tip showed deformation where it contacted the drive wire this indicating proper assembly of the securing component. Using hemostats to grasp the drive wire, the clip was opened and closed. A very slight increase in resistance was observed in the movement of the drive wire once the clips was pulled halfway into the housing prior to deployment. The device was advanced into pentax ec 3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and determined that the drive wire was manufactured correctly. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: a correction action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.